Event description:
It was reported that during a pericardiocentesis procedure, the doctor had difficulty removing the guidewire from the pt's body. The doctor cut the guide wire and then continued the procedure. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device eval: the device is being returned to merit, but has not yet been received. A follow up report will be submitted when the eval is complete.